Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate high voltage therapy. Review of the episodes showed that the patient experienced several episodes of svt just prior vf detection and receiving the shock. Programming changes resolved the issue.